Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign objects in the plastic distal end cover. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the customer complaint was not confirmed. However, the investigation found foreign material in the plastic distal end cover, but a definitive root cause cannot be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.